Event description:
During cleaning, an angulation problem was noted. The device was not used on a pt. The problem occurred in another country. There was no pt injury. Report #2431239309/14/00-r has been submitted pursuant to section 21cfr806.10.